Event description:
The facility reports the resident had been bathed and the water was being let out of the tub. The bath was lowered with the resident in the tub. The care assistant was manuevering a hoist at the end of the bath when the bath appeared to flex, spilling water on the floor. There was a bang, and the bath appeared to return to its level horizontal position.